Event description:
It was reported that the patient presented in the clinic for follow-up. Upon device interrogation, the right ventricular (rv) lead exhibited several high ventricular rate episodes and several noise reversion episodes. The noise was reproduced through pocket manipulation. Programming changes were made to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
New information received notes that the patient's right ventricular lead was explanted and replaced on (B)(6) 2025. The patient was stable throughout the procedure.